Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2025-05316, 1627487-2025-05317. It was reported that during surgical procedure to address l4 and l5 lead migrations, the l3 lead also migrated while the physician was placing the ipg back into the pocket. As a result, the lead was explanted and replaced. Therapy was restored post-op.